Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced visual acuity loss on left eye (os), therefore, an enhancement procedure was performed. The vision loss was discovered through follow up when the surgery center had requested credit on treatment cards that were used for enhancements on 2 patients. Initially, the surgery center indicated there was no loss of vision reported, however, through follow up, the surgery center indicated the initial treatment on (B)(6) 2014 did not produce 20/20 vision as expected, hence an enhancement procedure was performed on (B)(6) 2015. The surgery center was not able to provide pre and post-operative visual acuity measurements. The surgery center stated they did not suspect the amo laser system contributed to the event and had only reported a request for credit on the treatment cards. This is one of two reports.